Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical products : item #: 110031399, mini humeral tray, lot #: 65063346. Item #: unknown, unknown humeral stem, lot #: unknown. Item #: unknown, unknown glenosphere, lot #: unknown. Item #: unknown, unknown glenoid baseplate, lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02652.

Event description:
It was reported that the patient underwent a total reverse shoulder replacement surgery on his left side. The patient underwent revision surgery four months later. The tray and bearing were replaced. No additional information is available.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified that there is an abnormal alignment of the reverse type arthroplasty components reflecting disassociation of the poly spacer. There is no fracture or evidence of implant loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total reverse shoulder replacement surgery on his left side. The patient underwent revision surgery four months later due to disassociated poly and tray. The tray and bearing were replaced. No additional information is available.